Manufacturer narrative:
H6: patient code added. B5: information added.

Event description:
It was reported that a pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted. A pe was noted, cardiovascular surgery called, and a pericardial window procedure was performed. The pe was drained. No further patient complications or further interventions were reported. It was further reported that there was not a pre-existing pe prior to the procedure. The pe was noted directly after the closure device was implanted and at the end of the procedure which had been uneventful. The pe was greater than 10mm and posterior in location and cardiac tamponade was also present. Transesophageal echocardiogram (tee) was used for imaging peri-procedurally. The patient was last reported to be recovering from the procedure. In the physician's opinion, it is unknown what caused the pe.

Event description:
It was reported that a pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted. A pe was noted, cardiovascular surgery called, and a pericardial window procedure was performed. The pe was drained. No further patient complications or further interventions were reported.